Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead two days post-generator replacement due to high rate non-sustained episodes and short ventricular intervals. A lead noise warning also triggered with oversensing and t-wave oversensing (twos) noted. The noise could not be recreated with pocket manipulation. An x-ray was suspicious for a connection issue. During a revision procedure, the lead was evaluated while connected to the device and no noise was noted. Once the lead was removed from the device and tugged on, noise was noted with variable and high undefined pacing impedance. This was replicated several times. The rv lead was capped and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 459888 lead implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.